Manufacturer narrative:
H10: internal complaint reference (B)(4). The reported device was received for evaluation. A visual inspection revealed that the returned device was not in its original packaging. The drill was returned with the drill bit fractured away from the shaft at the distal end of the flexible portion of the shaft. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that the clinical root cause of the reported events could not be determined, and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. The device IFU notes, ¿as with any surgical instrument, careful attention must be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. No further risk to the patient is anticipated as a result of the extended surgical time and additional bone hole. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device or an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a shoulder dislocation surgery, when the twist drill flex was used to drill a bone hole, the device broke . All broken pieces were removed by suction. Surgery was completed with a back-up device in an additionally drilled bone hole, a void was left in the patient. There was a surgical delay greater than 30 minutes, and no further complications were reported. Patient's status is good, discharged from the hospital.